Manufacturer narrative:
Seat.

Event description:
It was reported by service report that the seat was broken in two pieces. It is unknown if there was patient involvement or if there are adverse consequences to report.